Event description:
Customer reported a motor error alarm during priming. Customer's current blood glucose reading is 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal deliveries. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed the displacement test, rewind, basic occlusion test and prime/a33 test. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.